Event description:
It was reported that the device was given without any details of the event. No patient impact reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Damaged release button and missing knife feature the following information was requested, but unavailable: per the sales rep, the account contact give not provide any details of what occurred with the device. They found it in the office. On what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Unk. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was received for analysis with a cartridge reload present. The reload was partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. After further inspection, the device was found to have the clamping mechanism damaged, which would not allow the device to close. No functional test could be performed. The device was disassembled the clamp release was found to be worn; it appears that the device was forced open when the knife was not in the home position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. After further evaluation, the sled retention feature on knife was missing; this condition makes the device more prone to lockout when using a thick tissue cartridge. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.